Manufacturer narrative:
(B) (4). (B) (4). (B) (6).

Event description:
Received the following information on 5/27/2010: (B) (6) male; dx: rectal carcinoma; procedure: lap. Rectum resection + ve. Hemicolectomy; date of procedure: (B) (6) 2010; and date of leak: (B) (6) 2010.

Event description:
It was reported that following an unknown procedure, the surgeon suspects leakage several days post operatively. The patient had to be re-operated due to leakage. Additional information has been requested.facility is unwilling to provide information.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.